Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. The following devices were also listed in this report: gmrs dist fem comp sml l 65mm; cat# 64952010; lot# b9y9b; mrh tib rot comp xs-xl; cat# 64812100; lot# 112014; mrhk tibial sleeve; cat# 64812140; lot# lfy490; mrhk bumper insert 3 degrees; cat# 64812133; lot# lfy490; gmrs small femoral bushing; cat# 64952105; lot# lfn651; gmrs small femoral bushing; cat# 64952105; lot# lga711; gmrs small axle; cat# 64952115; lot# ctd4536. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
As reported: index and revision surgeon: "procedure: patient underwent index tka outside of cors scope. The patient underwent revision of both femoral and tibial components secondary to pji on (B)(6) 2017. Patient underwent a second revision of left knee due to infection on (B)(6) 2018."